Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead body demonstrated signs of abrasion between 36cm and 40cm distal to the is-1 connector pin, which most likely resulted due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. However, these abrasion signs had no impact on electrical performance of the lead. The insulation was free of breaches in the above mentioned region. Thus, is not assumed to be the root cause of the clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis revealed cuts into the insulation 17cm distal to the is-1 connector pin, which probably resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this ra lead was explanted due to low impedance.